Event description:
It was reported that the right ventricular lead exhibited low impedances. An insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2014. The patient tolerated the procedure with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.